Manufacturer narrative:
The field service engineer checked the analytical unit and found no abnormalities. He checked the electrode and the cleaning maintenance, and it was up to date. Ise check and qc were performed with successful results. A physical evaluation of the samples involved in the event was done. Two of the samples had supernatant in the serum. Nothing wrong was found in the 3rd sample. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (poor quality of the processed samples) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The sodium electrode lot number was egh53. The expiration date was not provided. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 3 patients¿ samples tested on a cobas pro ise analytical unit. Patient 1: initial result: 155 mmol/l. The sample was repeated, and the repeat results were 154.5 mmol/l (accompanied by a qcerr alarm) and 140 mmol/l. Patient 2: initial result: 149 mmol/l. Repeat result: 141 mmol/l. Patient 3: initial result: 145.3 mmol/l (accompanied by a qcerr alarm). Repeat result: 134.8 mmol/l (accompanied by a qcerr alarm).